Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right atrial (ra) lead was extracted due to insulation defect. No patient complications have been reported as a result of this event.